Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump passed the operating currents and tested within the specified range and passed the off no power test. The insulin pump was monitored and tested and no blank display was noted. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corner, cracked display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer stated the issue with the alarm has been happening for 3 months. He also reported that the display went blank in two occasions during the last month. The device was not exposed to a magnetic field. Customer uses the sensor feature. Blood glucose value was 185 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.